Manufacturer narrative:
Additional narrative: patient identification number: (B)(6). Patient weight not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during proximal locking of a retrograde/antegrade femoral nail, multiple attempts to pass the long 4.2mm calibrated drill bit through the guided aiming arm failed. Radiographic images confirmed the guide/insertion handle was misdirecting the drill bit posteriorly in relation to the hole in the nail. Steps were taken to freehand the drill bit for both proximal locking screws. The patient was not affected and a desirable outcome was reached with good results. There was a ten minute delay. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.